Event description:
The device was returned to the svc ctr for a report from the customer contact that the device distal pressure sensor is broken. This did not indicate a reportable malfunction. However, during verification testing at the svc ctr, it was noted that the device distal pressure sensor pin was broken.

Manufacturer narrative:
Testing and investigation found that the device distal pressure sensor pin was broken. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.